Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer power cord connector and power cord were melted. It was not confirmed that the programmer was smoking. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the power cord was plugged into the programmer, it started to smoke and melted. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis performed on the power supply. Visual inspection: the dc plug external housing and internal plastic insulation was melted. Benchtop analysis: destructive analysis was performed. The ac-dc power supply¿s dc plug was cut off from its connecting cable for resistance measurements. The electrical connection between the dc plug +19v output and ground was then measured using a digital multimeter (dmm). An electrical hard short was confirmed with resistance = 2.54. Conclusion: confirmed customer complaint caused by power supply connector failure. The dc plug cable end is electrically shorted. If information is provided in the future, a supplemental report will be issued.